Event description:
Patient had their generator explanted due to breathing difficulties at night. Information was received from the medical professional noting that the breathing difficulties was caused by vns stimulation and was confirmed using sleep studies. The generator replacement was noted to be for both patient comfort and to preclude serious injury. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.